Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during a stone removal procedure. According to the complainant, during the procedure, the device was inserted into the bile duct and captured a stone. While attempting to crush the stone using an alliance handle, the thumb ring of the trapezoid handle became deformed elliptically and detached. The physician was able to crush the stones by setting the thumb ring back into place and operating the handle several times. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during a stone removal procedure. According to the complainant, during the procedure, the device was inserted into the bile duct and captured a stone. While attempting to crush the stone using an alliance handle, the thumb ring of the trapezoid handle became deformed elliptically and detached. The physician was able to crush the stones by setting the thumb ring back into place and operating the handle several times. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Examination of the returned device revealed that the side-car was pushed back 2mm and the coil assembly was buckled approximately 5.5cm from the tip. The thumb ring was deformed and cracked, and it had detached from the proximal end of the handle assembly. The detachment of the thumb ring from the handle most likely occurred as the user readjusted the handle in the alliance device. Therefore, the most probable root cause is "operational context".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.